Event description:
It was reported from the us that when the surgeon was preparing the tibia, the tamp malfunctioned, leading to it getting stuck inside the bone. After removing it with some pliers, the tamp piece was damaged. The agent was present at surgery. There was no delay to the surgery and no clinical consequence to the patient. Multiple email requests were sent to the contacts for additional information. No further information has been provided by the contacts related to this event.

Manufacturer narrative:
As a result of an FDA inspection conducted in jan 2020, exactech, fei 1038671, has committed to remediating 3 years of complaints (2017-2020). This MDR is being submitted as part of that remediation. Device was not received for analysis. Eng eval completed by kn on 03/08/2019. (B)(4) based on the investigation, it was concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. Revision a of the tibial tamp head has a sharp corner present that could create a stress concentration that contributes to the breakage of the device. The surgical technique instructs that use of the extraction lever and mauldin multi-tool should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. A field action was sent to all consignees concerning the update to the surgical technique. IFU 700-096-181: instrument inspection · visually inspect the instruments for damage such as fractures; cracks; gouges; deformation; burrs; discoloration, corrosion, or rust; excessive component wear; nicks on cutting surfaces, missing or loose components; blockages in cannulae, cleaning holes or other cavities that cannot be removed via standard cleaning; worn or difficult to read markings/engravings; or other apparent damage. · check the function of mechanisms by actuating any levers, knobs, switches, connectors, sliding features, hinges, or other mechanical interface features. Ensure smooth operation of these features over their functional range of motion. · if damage, wear, or non-functioning/poorly functioning mechanisms are found, do not use the instrument, and contact the sales representative or customer service for disposition. IFU states: the surgeon shall become thoroughly familiar with the technique of implantation of the prostheses by: appropriate reading of the literature, and training in the operative skills and techniques required for surgery, and (3) reviewing information regarding use of instrumentation. It is a clinical standard of practice in the operating room that all instruments should be visually and functionally inspected before use, these guidelines are from standard association of peri-operative registered nurses (aorn) guidelines. Surgeons are to be familiar and knowledgeable with all instrumentation, devices and proficient with surgical techniques. The surgical technique instructs that use of the extraction lever and mauldin multi-tool should be used to extract the tibial tamp head from the bone. The surgical technique does not specifically state that the surgeon should not hit the tamp handle/guide backwards (retro-grade) to remove the tamp assembly from the bone. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. This device is used for treatment not diagnosis. Based on review of all available information, there is no evidence to reasonably suggest the reported event is related to any manufacturing issues. There was no patient adverse event the tamp was removed with pliers. An investigation was conducted; based on the investigation, it was concluded that the root cause of the tibial tamp head fractures was a combination of the design and a user misuse issue. As a correction, exactech has updated the surgical technique to clarify the proper technique and instrumentation to remove the tamp assembly from the bone, i.e., to include a caution statement about the potential for instrument breakage if the tamp handle/guide is misused by impacting in retro-grade. A field action was sent to all consignees concerning the update to the surgical technique.